Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The 90% stenosed target lesion being treated was located in the non-tortuous and mildly calcified mid right coronary artery (rca). The lesion was predilated with a 3.00x15mm apex balloon catheter. A 4.00x38mm ion stent delivery system (sds) was advanced to the lesion, however resistance was encountered and while trying to advance the delivery system 3/4 of the stent moved distally on the balloon in the mid rca. The physician attempted to recover the stent by moving the sds distally, however the stent also moved distally. It was decided to deploy the stent in that location, covering half of the lesion. The stent was considered well apposed. A 4.00x20mm ion sds was then advanced and deployed overlapping and distal to the 4.00x38 ion. The 4.00x20mm ion covered the remaining portion of the lesion. The physician had planned to implant 2 stents, however a 4.00x12mm stent was intended in place of the 4.00x20mm ion. No additional patient complications were reported and the patient's status is ok.